Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead h6. Patient code: c50771 no longer applies medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) inquiring about the disposition of the explanted device and whether it could be sent back for analysis or if the patient could keep the implant. Information was reviewed with the rep. The rep stated that the patient ¿felt a spider crawling sensation¿ with their implant, however it was indicated that per the patient¿s doctor they felt that the scs was not the cause, but rather that this was the nature of the patient¿s condition. The rep also stated that the patient never turned therapy off, but they still felt he same sensation. It was indicated that the implant was removed last week. Additional information was received from the rep on (B)(6) clarifying that the patient¿s leads were not fully explanted due to the decision made by the physician and the patient. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-oct-31 reporting that this was a constant sensation that occurred more when they were sitting that felt like electricity down both of their legs. The hcp had not provided the patient any comments about cause or contributing factors. No plan was known by the consumer at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient kept feeling like the battery was on all the time, even when the battery was turned off. He felt a tingling sensation down his legs and in his stomach. It was unknown what led to the issue. Impedance checks were performed at the hcp office and all electrodes were within normal range. The intensity of stim was lowered. The hcp cut the leads at the ins site and removed the battery and the end of the leads only. The remainder of the leads were left in place. When looking through the reports from office visits, this patient never turned his device on from the date of his implant to the day of his explant. When speaking with the patient, he also admitted he never turned the device on. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Analysis of the ins ((B)(4)) found no anomalies. Analysis of the leads ((B)(4)) found insignificant anomalies and the lead body was cut through/product segmented. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that at the beginning of (B)(6) 2019 the patient shut off the ins but they were still feeling a sensation like stimulation was still on; it was noted the patient could feel it "kicking". The patient was thinking something was wrong with the device or leads. No falls or trauma was reported. They were redirected to the doctor to have their implanted devices checked. An email was sent to the field and a rep confirmed they would contact the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that by "could feel it kicking" the patient meant that it was continually on since (B)(6) 2019 when the device was implanted. The patient said no circumstances led to the issue. The hcp didn't know and so the patient was referred to a rep to assist. The issue was still occurring as nothing has been done. No further complications were reported.